Event description:
This case was linked to lssmv case number (B)(4), referring to the same literature article. This is a literature report from a retrospective cohort study aimed to detail information on the incidence of complications following botulinum neurotoxin type a and dermal filler treatments, as well as determine the influence of professional experience and academic degree of the injector on the incidence of these complications. This literature report from netherlands concerns a 35-year-old female patient. She was injected with radiesse, into the chin. A 27g needle was used for the injection. The injector was required beforehand to successfully complete a thorough post-academic inhouse training program developed by the clinic. The injecting physician had a 54-month experience in cosmetic medicine. After the radiesse injection, the patient experienced clinical symptoms of vascular adverse events, further described as local signs of impaired perfusion. After the suspected vascular adverse events, a physician at the clinic radiographically diagnosed the vascular adverse events as a submental perforator occlusion. The ultrasounds and salvage procedures were either performed via referral to cosmetic physicians working at the filler complication division of an academic center or by a consultant radiologist at the clinic. There was a delay in the treatment time of 72 hours. Corrective treatment included 120 units of ultrasound guided hyaluronidase. The treatment of the patient resulted in complete resolution of all signs and symptoms of vascular adverse events through hyaluronidase treatment. The outcome of the event was reported as resolved. In the opinion of the authors, cosmetic injections were a relatively safe procedures in the hands of adequately trained cosmetic professionals. No cases of blindness were recorded, suggesting a risk of less than 0.0004% (<1:240,000), and all patients with vascular adverse events fully recovered (no cases of tissue necrosis were recorded), indicating that both high-dosed pulsed hyaluronidase and ultrasound-guided hyaluronidase treatment of vascular adverse events were effective. The influence of professional experience and academic degree on the incidence of complications was limited, as the regression model only explained 10% of the total variance in vascular adverse events. A statistically significant predicting effect of limited clinical relevance of professional experience on vascular adverse events incidence was detected, whereas academic degree was found to be insignificant.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event submental perforator occlusion (vascular occlusion) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: steenen, s., bauland, c., lange. J., & van der lei, b. (2022). Complications after botulinum neurotoxin type a and dermal filler injections: data from a large retrospective cohort study, https://doi.org/10.1093/asj/sjac228.